Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, and the following was obtained: any patient consequences? Unknown to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024; and a barbed suture was used. During the procedure, the suture broke when the surgeon attempted to sew wound. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: the manufacturing record evaluation was performed for the finished device and identified an ncr related to the reported incident. The final quality release criteria were met before this batch was released for distribution. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one needle suture in two pieces that pertain to the product code vcp345. During visual inspection of the returned sample, the ends of the suture pieces were noted to be cut, probably caused by a surgical instrument. In addition, body fluids were noted on the strand. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. No conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.